Manufacturer narrative:
Device used for off label indication. The indication the device was used for was the treatment of cluster headaches via occipital nerve stimulation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a healthcare professional of a physician initiated study for intractable cluster headache by occipital neurostimulation. It was reported there was an infection after two months and, therefore, removal of the complete system.